Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would only power on intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the on/off switch was inoperable and there was no feeling of activation when pressed. Physio removed the latch assembly for further examination and observed that the rubber pad on the on/off lid latch was no longer attached to the latch. The rubber pad was found in a corner of the device¿s charge pak compartment. With the rubber pad missing there was a gap between the latch and the switch dome, which prohibited the latch from making proper contact to the switch dome in order to activate the switch and prevented the device from powering on. It was also observed that the interior of the upper case had been damaged by an impact, which resulted in two tabs near the charge pak ejection spring to become broken. The broken tabs were not related to the reported issue but did indicate that the device had likely been involved in some kind of impact. There was no exterior damage to the device observed. The customer was provided with a replacement device.